Event description:
Customer reported the sys will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys, and reseated all circuit cards and connectors. Sys operates as intended.